Manufacturer narrative:
Patient information was unavailable from the site. The precision aiming device was returned to the manufacturer for analysis. Analysis found that the lower joint had difficulty locking down. The upper joint was normal. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the precision aiming device (pad) device would not fully lock during a case. There was no patient impact reported and no delay to surgery.